Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected for the reported failure mode.the complaint is confirmed. Visual inspection was performed to reveal any gross visual defects that may contribute to the complaint condition. However there are minor scratches on the device.upon testing functionally. On testing the device functionality,the jaws were opening and closing. However, the movement of the jaw was not consistent and the device was not functioning as intended. It wasn't doing so as intended. The handle seems loose as though it is broken/ missing a spring inside that provides tension. Application of excessive force during device operation may cause this type of failure. Another possibility may be typically caused by shear pin breaking on the proximal end of the handle. This can happen when the user applies executive force while grasping suture.but observing device shear pin look to be intact a definitive root cause couldn't be determined. At this point, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the penetrating grasper straight jaws were not consistently opening and closing. The sales rep stated that it was apparent while watching the video monitor that the jaws would work one minute, then not at all the next. The case was completed with another like-device with no patient harm or delay. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.